Manufacturer narrative:
The investigation resulted in: the customer returned ch-s400-xz-eb and was forwarded to the servicing group for the issue of "camera head needs tightening." Customer complaint was confirmed. Additional findings of fail water leak test from cable need to replace, found faded rear cover. Conclusion/a probable root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head failed a water leak test from the cable and needs to be replaced, as well as had a faded rear cover. There was no patient involvement.